Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00281: plate; 3025141-2017-00282: screw 1; 3025141-2017-00283: screw 2; 3025141-2017-00284: screw 3; 3025141-2017-00285: screw 4; 3025141-2017-00286: screw 5; 3025141-2017-00287: screw 6; 3025141-2017-00288: screw 7.

Event description:
An implanted clavicle plate bent postoperatively and was explanted.